Event description:
Biomed tech was testing vacuum pump on crash cart when canister cover imploded. Vacuum level was 610mm hg. There was no patient involvement, no fluid in the canister, and no injury.